Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Visual and functional inspections were performed on the returned device. The reported leak was not confirmed as the balloon inflated within specification and no bubbles or leaks were noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported leak. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 3.0x12mm trek dilatation catheter advanced to the right coronary artery (rca) mildly stenosed lesion without resistance. The balloon inflated to 2 atmospheres when an air bubble was noted in the balloon. The balloon was deflated without issue. The balloon was re-inflated, and the same bubble was noted. The balloon was deflated. The physician and staff re-inflated and deflated the balloon several times; however the same air bubble occurred. A leak was suspected. The balloon was deflated, with the bubble still present in the balloon. The device was removed without issue and another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.